Event description:
It was reported by another patient that the patient next door had their stimulator taken out. They did not want to give the name of the patient. It was note that this patient had gotten tired of it and that's why they had it taken out 3-4 months ago. The patient's device had only been in for a couple of years. It was noted that this device was different from the reporting patient's device as they did not have a device that had to be recharged.